Event description:
It was reported that the left ventricular lead was repositioned and resulted in high lead impedance. The lead was repositioned a second time and resulted in a impedance measurement that was within normal range. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead was repositioned and resulted in high lead impedance. The lead was repositioned a second time and resulted in a impedance measurement that was within normal range. The lead remains in use. No patient complications were reported as a result of this event. It was additionally reported that the repositioning occurred during initial implant of the lead.